Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to load stress during use, external factors, or load stress during handling. The inspection method for the event is described as follows in the instructions for use "chapter 3 preparation and inspection 3.3 inspection of the endoscope". "[Inspection of the entire endoscope]. 3 visually check that there are no abnormalities such as cracks, dents, edges, or scratches on the appearance of the insertion tube. 4 visually check that there are no abnormal slacks, bulges, dents, scratches, holes, or metal wires protruding from the inside of the covering material of the curved part. 5 gently grasp the insertion tube and slide it along its entire length to ensure that it does not get caught. 6 check that there are no scratches, chips, dirt, or gaps around the lens on the tip of the lens. 7 check that there are no scratches, chips, or cracks in the adhesive on both ends of the curved cover." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the adhesive around objective lens is peeled. Additional evaluation findings were as follows: due to deformation of switch 3, water tightness was lost, adhesive on the bending section cover had a chip, due to wear of the angle wire, the bending angle in the up direction does not meet the standard value, due to damage on the charged coupled device unit, the image has white dots, and both the light guide connector and the universal cord were dirty. The following parts had scratches: light guide cover glass and the connector, the video connector and the case, the universal cord, the angulation lever, the lock engagement lever, the right/left and the up/down plates, the grip, the control unit and the right/left lever. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that they found a fragment of the bending section cover bond from the endoeye flex deflectable videoscope. Inspection and testing of the returned device found that the adhesive part of the objective lens is peeled off. There was no report of delay or harm to a patient or user. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.